Event description:
It was reported that the air reamer/drill device did not work. During in-house engineering evaluation it was determined that the device failed pre-test for check for sticky trigger. This event did not occur during surgery. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device failed pre-test for general condition, marking and labeling, check cannulation, check for mechanical free movement, check for trigger locking, check for sticky trigger, and check the function of the device. It was noted that the device did not work at all and that the device was in an overall worn-out condition. Therefore, the reported condition was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to wear.